Event description:
During surgery for a deep vein thrombosis, a filter was inserted in the vein. The filter would not open as designed and therefore could not be secured from travelling further in the vein. Surgery could not be performed to remove the filter due to the threat of bleeding. A second filter was inserted "down stream" to stop the 1st filter should it travel, as well as any clots in the vein.